Event description:
It was reported that during the procedure, the screw broke while it was screwing in the tibia tunnel. No patient injuries were reported.

Manufacturer narrative:
One (B)(4) sterile biorci ha 8x25mm 8mm head screw reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use. Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Final product met predetermined specifications upon release to distribution.